Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient (pt) passed out twice on the evening of the day that the trial scs was initiated, which is also the evening of the trial procedure date. Pt reported falling once when they passed out. Patient was asked if chronic pain areas were effected and the patient stated they were still getting relief from the trailing system and there was no change but they were concerned because of the fall, and reported this event to a medtronic representative and to dr's office. Dr advised the patient to go to the emergency room to be further evaluated medically. The patient had not gone to the emergency room on (B)(6) 2021 but plans to go to emergency room on (B)(6) 2021. Dr advised to have the scs turned off until patient gets evaluated by ER physician.  Pt was instructed to turn off the scs trial and the scs will remain off until patient has been evaluated.

Manufacturer narrative:
Note that the codes have been updated to reflect the new information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provide. It was reported that the hcp clarified that there was no spinal cord stimulation issue. The patient was evaluated in emergency room. The issue was resolved; the patient had a cardiac workup in ER. This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.